Event description:
It was reported to medtronic neurosurgery that the product was found to be leaking csf because the three-way stopcock did not connect closely with the catheter. Another product was used to treat the patient. It was also reported that the patient was overall okay.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing record showed no anomalies. (B)(4).

Manufacturer narrative:
The returned product was patent. The distal patient line tubing was no longer adhered to the tubing to luer connection at the patient line stopcock. Adhesive was observed in the interior and on the exterior of the connection. Adhesive was also observed on the end of the tubing. Additionally, the luer arm of the drip chamber stopcock was observed to be broken. The damages led to the device not meeting requirements for the leakage test. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.